Event description:
Mayfield skull clamp a1059 slipped and pt rec'd a laceration. The report indicates, "the account does not believe it was the skull clamp that was the cause of the injury; believes it was not properly secured." Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.